Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> two photos were received for analysis. Upon visual inspection of the picture, it was noted one winding former with a needle-suture combination and seven needles appear detached. Please refer to the physical analysis for further information. One open sample of product code vcp772, lot jd2986 was received for analysis. During visual inspection of the winding former, eight detached needles and suture in a winding former were observed. The needles were examined, the swage and attachment area were noted to be as expected; the barrel hole of needles was examined under 20x magnification and remnant suture was observed. The sutures could not be dispensed since have begun with the process of degradation and this caused that the needles were detached of the sutures. The time of exposure of sutures to the environment could not be determined. The functional test cannot be performed. Also, the foil was examined and showed multiple wrinkles and holes on bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause is suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent a gastrointestinal surgery on (B)(6) 2019 and suture was used. Upon evaluation of one suture package with sutures inside, the sutures were found degraded along with multiple wrinkles and holes on the bottom of the foil package. The sutures in the package weren't used on the patient. Changed to another suture from the other package to complete the surgery. No additional information could be provided.